Event description:
It was reported that prior to unknown procedure, there was an error code 3: handpiece. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was found that the handpiece no longer meets the specifications for phase margin. However, the instrument activated properly when tested. No error code was noted. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.